Event description:
The rn assessed the pt and found the pt to be pulseless and asystolic with no audible alarms sounding at either the bedside or at the central nurses station. The pt was pronounced dead. Upon subsequent discussion with the MFR, it was revealed that the windows defender software system, installed by the MFR, was in the "enabled" mode which compromised the alarm system.